Event description:
It was reported that the pulse generator was programmed to biventricular pacing but was only capturing in the right ventricle. The capture threshold was 5.5 v, 0.5 v, but previously 0.5 v, 0.5 ms. The device was reprogrammed to 6.0 v, 0.5 ms and the system will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.